Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred at 8:31am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿140, 155 and 250mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient reportedly does not take any medication in order to help manage their diabetes and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 45 minutes after the alleged product issue occurred they developed the symptoms of ¿tired, vomiting and increased heart rate¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The reporter did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event the alleged inaccurate erratic results were obtained with the subject meter.